Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50e, serial: (B)(4), batch: 3096492 / 3102503.

Event description:
It was reported that following a lead replacement procedure (MFR. Report number: 3006630150-2020-03237), the patient was experiencing painful stimulation. X-ray was taken and showed that the patients leads had migrated again. The physician decided to pull the leads and the patient was doing well postoperatively. No device malfunction was suspected. The explanted leads were discarded.